Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged membrane, damage to both power cables, fluid ingress. The reported event of low voltage alarms was confirmed via the submitted log file. The system controller, serial number (B)(6) returned to abbott burlington for evaluation. The submitted log file (B)(6) and the downloaded log file (B)(6) contained partially overlapping data approximately 3 hours on (B)(6) 2021 (05:37:49 ¿ 08:13:24 per the timestamp). The log file intermittent low voltage advisory and low voltage hazard alarms while connected to battery power and the power module due to the bus voltage in both power cables dropping below the minimum voltage threshold. The alarms resolved when the rsoc voltage was restored to its expected value. This appears to be due to damaged power cables as the alarms occurred on more than one power source. There were no other notable atypical alarms active in the log file. The system controller was brought in for testing and was visually inspected. Cuts were observed on the power cables along with a broken strain reliefs on the connector side of the white power cable. Additionally, the user interface of the controller was damaged. The controller was connected to a test system monitor, power module, and pump and operated as intended. The controller was then operated on battery power and operated as intended. The returned controller was functionally tested with a test power module, system monitor, and mock circulatory loop, and the reported audible alarms without an associated visual alarm were reproduced by flexing the white power cable near the strain relief on the controller side of the cable. Elevated resistances were observed on underlying wires within the white and black power cable; this is consistent with the early stages of conductor breakdown. The outer jacket and protective layers were removed from both power cables to inspect the underlying wires, revealing a green substance, consistent with fluid ingress within the cable. The underlying wires were in unremarkable physical condition. Multiple attempts were made to gather additional information about the reported event such as if the alarms resolved with the controller exchange. The root cause for the reported event was determined to be routine battery depletion; however, early stages of conductor breakdown and fluid ingress could have contributed to the reported event. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU)section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment the device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms after cleaning equipment and tried new clips and batteries. The controller was switched to backup and a new primary controller was issued. The event log captured the persistent low voltage events on both battery power and power module. The log indicated that there was a voltage issue on both power leads and a controller exchange should resolve it. The modular cable was also exchanged. Related manufacturer report number of modular cable: 2916596-2021-04388.